Event description:
Piece of tampon broke during removal-retained [foreign body in reproductive tract]. Tampon broke [device breakage]. Tampon broke when pulled out [complication of device removal] . Case description: consumer reported via social media that the tampon broke during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.